Event description:
Allegations of damage of immune system and autoimmune system, injuries to the joints, connective tissues, skin and other systemic bodily injury, rupture of implants, disfigurement, scarring changes in the sensation of the breast, changes in muscle and other tissues, silicone leakage, silicone migration and resulting damage to muscle, tissues and nerves, silicone granuloma formation and encapsulation.